Manufacturer narrative:
Other relevant device(s) are: product ID: 9735764r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. An update was provided that while troubleshooting, it was noted that the uninterruptible power supply (ups) had power and the fans would turn on. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system's main cart would not power on but the camera cart would power and then power down. After rebooting the system several times, the issue could not be resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown, ubd: unknown, UDI#: unknown. An update was provided that the computer was replaced and the behavior remained. The uninterruptible power supply (ups) fans were on the v2 and v3 had green indicator lights. The ac and battery lights were off. The main cart behaved the same when disconnected from the camera cart. The main cart power light remained off. With the carts connected, it was possible to hit the main cart power button and it would power on the camera cart but not itself. When disconnecting the batteries from the main cart ups, the system still did not boot up. When the main cart power button was pressed, the camera cart turned on, but nothing on the main cart got power. The camera cart stayed at the "searching for ip" screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lot number of 9735764r is 1904c01143. Lot number of 9735787 is 18380208. The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. No failure was found. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the report issue could be duplicated. When connected to ac, the v2 led was continually flashing and the v3 led remained constantly on. The power switch would not power on the unit. When measuring voltage, v2 was fluctuating and v3 measured normal voltage. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.